Event description:
Seam leakage from arterial line of readyset hemodialysis blood tubing at the blood pump segment. 3 instances: 2 with pts on the machine with approx 200cc blood loss and 1 prior to initiation of treatment.